Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024, the patient's mean arterial pressure (map) was around 60 and they had a bun/creatinine ratio of 24/23.9. The patient was experiencing low flow alarms. Log files were submitted for review and did not capture any low flow alarms. The log did capture a low flow flag on (B)(6) 2024 which did not persist long enough to trigger a low flow alarm. The cause of the low flow alarms was thought to be hypovolemia. The patient was asymptomatic. The diuetic was held and the low flow alarms resolved. The patient was ad home without any symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed through evaluation of the available log file data; however, it was reported that the alarms were due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information were submitted to the account regarding the patient¿s bun/cr results; however, no response has been received at this time. Review of the submitted log files confirmed some low flow values on 15jul2024 that did not last long enough to activate the low flow alarm; it was also noted that the available controller event log file data included data with timestamps of 14jul2024 and 15jul2024. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for mlp-026679 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including renal dysfunction. Section 1 also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an echocardiogram was performed and was within normal limits. The patient was at home without any symptoms with titration of guideline-directed medical therapy.